Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial biopsy procedure. It was reported that after registering the patient and switching to navigation mode, where the subsequent trajectory creation for the optical biopsy entry took place, the navigation could not display the biopsy needles (the navigation balls on the stealth station s8 system camera were not visible). The balls on the needle were fixed and did not move. The needles were replaced with two pieces and the same lot number. The site was using digital intercommunication of medicine (dicom) exam, stealth archive exam, and core files. No known impact to patient outcome. There was a 30 minute surgical delay.

Manufacturer narrative:
H3, h6: the biopsy needle kit was returned to the manufacturer for analysis. Both biopsy needles had normal tracking when used with a known good system. One of the two inners sleeves was bent. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.